Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s report of a ¿ leak¿ was confirmed. A leak was noted at the air/water channel. The control body of the scope was inspected and found the probe loose. The glue of the forceps elevator was noted to be peeling. The bending section rubber glue was found cracked. The scope¿s chip ID showed 180 uses. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during an unspecified procedure, the balloon was leaking. It is unknown if the intended procedure was completed. There was no report of patient injury

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the peeling of the glue on the distal end occurred because some external force was applied to the distal end. The instructions for use have the following statement which can detect the event: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities."

Event description:
The customer confirmed the device malfunction occurred before a therapeutic procedure. There was no delay in the procedure and a different device was used to complete the procedure. There was no patient injury, infection or medical intervention required. Additionally, the device was inspected and no damage or abnormalities were noted. The device was being stored in a storage closet/scope cabinet. The device has not been dropped. There were no foreign objects such as hard water residue or dust observed on the electrical contacts. The connection was secure. The settings were found to be correct. The balloon was not lubricated. The balloon was not tied in a knot and the string was not used to tie off the balloon end. The balloon was not inflated 20mm or more. Fluoroscopy or x-ray was not used during a procedure. There was no resistance experienced during the insertion or withdrawal of the balloon. The balloon was not inspected post procedure. The connector tubing was inspected to ensure it was completely free of air. The dilator was used with a test balloon.